Manufacturer narrative:
(B)(4). Service history review task has been performed and the device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made. Baxter will continue to investigate the root cause through similar trends.

Event description:
The facility representative reported a colleague infusion pump with failure code 807:05. There was no patient injury or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 807:05 caused an interruption during delivery. No additional information is available. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.